Event description:
Reporter stated that patient tested blood glucose, at 12:00 pm, on the aviva nano system with a result of 9.6 mmol/l. Patient reportedly injected 6 units of actrapid insulin and had "his usual lunch." Reporter noted that, sometime between 1:10 pm and 4:00 pm, patient lost consciousness. At 4:00 pm, patient's wife found him unconscious and summoned emergency medical services for assistance. Reporter stated that paramedics treated patient with "a shot of glucose," after which he reportedly regained consciousness. At approximately 4:30 pm, patient arrived at the hospital. An unspecified time later, patient's blood glucose was measured on a hospital point-of-care device with a result of 9.6 mmol/l. Reporter noted that patient's blood glucose was simultaneously retested, on the aviva nano system, with a result of 15.6 mmol/l. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not stay placed after firing. The area was re-clipped. There was no patient consequence. The device was discarded.

Manufacturer narrative:
The event occurred in (B) (6).